Event description:
It was reported that during a liver resection case, the clips were applied to tissue but once applied they simply fell off the tissue. This issue has occurred in the past at this hospital. The surgeon used a competitor¿s product to complete the operation and no adverse event occurred with the patient. No lot number was provided.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.